Event description:
Prior to a pump refill, the pt experienced withdrawal. The symptoms included nausea, vomiting, shaking, and ringing in the pt's head. The pt was admitted to the hospital for 2 weeks and was then sent home when the withdrawal symptoms had lessened. The pt stated, "I have had withdrawal symptoms ever since". It was noted that the catheter was blocked. The pt stated, "my doctor and neurosurgeon did not replace my pump and it is still in my body. Instead they referred me to an addiction center. I do not have the need for an addiction center". The pt was looking for a new physician to manage the pump. The device system was used to deliver baclofen and morphine. Additional information has been requested, a f/u report will be sent if additional information becomes available.